Manufacturer narrative:
Reported event: an event regarding dislocation & instability involving an unknown ceramic head was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the head from the liner, and instability. A 36mm 10° f liner, 36 +2.5 biolox head and accolade ii size 3 132° stem were revised. Surgeon reported he wasn't satisfied with the stem's position in the patient's anatomy and wanted to change it. Rep confirmed that no further information will be released by the hospital or surgeon.